Event description:
It was reported to boston scientific corporation in 2008, that a tandem xl biliary cannula device was used for an enscopic retrograde cholangiopancreatography (ercp) procedure performed four days prior (patient age, gender, and weight are unknown). According to the complainant, during flushing, saline leaked from teh distal bond. The procedure was completed with another of the same tandum xl biliary cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
No consequences or impact to patient. Fluid leak(s). The device was evaluated for the reported failure. A visual evaluation found no apparent defects. A functional evaluation found that the guidewire could be passed through the device without issue. A leak was found at the proximal end of the heatshrink at the hub of the device. The evaluation confirmed the customer complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search for the complaint database revealed that no additional complaints exist for the specified lot.